Manufacturer narrative:
Patient information not available for reporting date of event: date of event reported as (B)(6) 2016, exact date is not known. This report is for an unknown variable-angle lcp two-column volar distal radius plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted/explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) literature article.pdf].

Event description:
This report is being filed after the review of the following journal article: lee, s.k., kim, k.j., cha, y.h., choy, w.s., (2016), conservative treatment is sufficient for acute distal radioulnar joint instability with distal radius fracture. Annals of plastic surgery, volume 77, number 3, pages 297-304 (south korea). The objective of this prospective randomized study was to compare the clinical outcomes for conservative and operative treatments for druj instability with distal radius fracture, according to the presence/absence and type of ulnar styloid process fracture and the degree of its displacement between july 2008 and february 2013. There were 157 patients who underwent open reduction and internal fixation using volar locking plates under general or regional block anesthesia. 57 patients were implanted with a synthes variable-angle lcp two-column volar distal radius plate. A synthes distal ulna hook plate was applied on 13 patients. The follow-up period was 12¿18 months. Four patients experienced mild instability and pain which persisted for 8 weeks for despite maximum splint application period. The splint was retained up to 9 weeks, and although these patients exhibited mild druj instability at the 9-week examination, there was no pain or tenderness during the manual stress test, and so the splint was removed. Two patients experienced chronic druj instability. Both patients refused further treatment, because their symptoms were not viewed as troublesome, despite the presence of mild ulnar side pain. This report is for an unknown synthes variable-angle lcp two-column volar distal radius plate and distal ulna hook plate. This is report 1 of 2 for (B)(4).